Event description:
It was reported that the patient presented in the emergency room with atrial tachycardia. Upon interrogation, the pulse generator exhibited undersensing. Programming change did not resolve the issue. No further information was available.